Manufacturer narrative:
Date of event is estimated. A patient experiencing pain at implant site was reported to abbott. The patient underwent a pocket revision. The ipg was explanted and re-implanted deeper in the pocket. The patient was in car accident. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported that patient experienced at the ipg site. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein the ipg was repositioned to address the issue.